Manufacturer narrative:
Sections d9 and h6 were updated. Upon follow-up, the customer reported that the issue has been resolved and confirmed that the autopulse nxt platform is functional. According to the customer, the issue was caused by a faulty (bad) connector end on the nxt band. The customer has discarded the defective band, and therefore, it won't be returned to zoll.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released zoll has not received the autopulse nxt band in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that during training/simulation, the autopulse nxt platform (sn (B)(6) became non-functional after replacing a worn nxt band. The platform was confirmed to be functioning properly prior to the band replacement. After installation of a new nxt band (lot # unknown), a solid red band guard lock indicator illuminated on one side of the nxt platform user control panel, and the band guard lock indicator flashed on the opposite side. While troubleshooting, the customer replaced the battery; however, the issue persisted. The customer then replaced the nxt band again, after which the issue was resolved, and the autopulse nxt platform started working again. No patient involvement.